Event description:
It was reported the pt's ipg was being charged frequently, and was not holding a charge. The physician replaced the pt's ipg. It was reported the issue was resolved with the replacement, and the ipg would not be returned to the MFR.

Manufacturer narrative:
(B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.